Event description:
On 16/apr/2024 the spouse of this female peritoneal dialysis (pd) patient contacted fresenius customer service and stated the patient had a staphylococcus infection under her pd catheter port. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024. No signs or symptoms were provided. The patient was diagnosed with peritonitis and a pd catheter infection. The patient¿s hospital records have not been sent to the pd clinic; therefore, the culture results and antibiotic therapy were not available. It could not be confirmed if the infection was staphylococcus. The patient did not require the pd catheter to be removed. The patient remains hospitalized and has an expected discharge date of (B)(6) 2024. No additional information was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis and pd catheter infection with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. The patient¿s spouse reported the infection was staphylococcus, but that was not confirmed by the pdrn. Staphylococci are normal pathogens of human skin flora. This suggests a probable cause of touch contamination; however, this cannot be confirmed without the documented culture results. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Catheter-related infections are a major predisposing factor in pd-related peritonitis with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024 the spouse of this female peritoneal dialysis (pd) patient contacted fresenius customer service and stated the patient had a staphylococcus infection under her pd catheter port. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024. No signs or symptoms were provided. The patient was diagnosed with peritonitis and a pd catheter infection. The patient¿s hospital records have not been sent to the pd clinic; therefore, the culture results and antibiotic therapy were not available. It could not be confirmed if the infection was staphylococcus. The patient did not require the pd catheter to be removed. The patient remains hospitalized and has an expected discharge date of (B)(6) 2024. No additional information was available.